Event description:
The customer reported that during a hysterectomy, the insulation boot on the device was severed and fell into the pt cavity. The piece was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.